Manufacturer narrative:
This crt-p was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination of the device case and header identified no anomalies. The device was interrogated, and a download of the device's diagnostic data was completed. Review of the device's data revealed a higher than expected power consumption with intermittent increases indicative of a high current drain. Additional testing was completed that identified an anomaly in an oxide layer within the right ventricular pacing switch of a custom integrated circuit component. This anomaly resulted in a high current drain leading to accelerated battery depletion.

Event description:
It was reported that during a follow up in (B)(6) 2025 all parameters were within normal range when it comes to the device. A few days later the patient experienced recurrent syncope and presented to the emergency department. Programming checks revealed that the pace impedance measurements were low and out of range on the right ventricular (rv) lead channel which were identified as noise by the device. Repeated testing confirmed elevated thresholds as well on the rv lead. The device indicated remaining battery life of one year. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. The device and lead were both replaced. During the replacement the helix of the lead was damaged due to the corrosion seen. The system was expected to be returned. Should the products be returned analysis will be performed and this investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up in (B)(6) 2025 all parameters were within normal range when it comes to the device. A few days later the patient experienced recurrent syncope and presented to the emergency department. Programming checks revealed that the pace impedance measurements were low and out of range on the right ventricular (rv) lead channel which were identified as noise by the device. Repeated testing confirmed elevated thresholds as well on the rv lead. The device indicated remaining battery life of one year. Device data was sent to engineering which confirmed that the device was malfunctioning. The malfunction with the device could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. The device and lead were both replaced. During the replacement the helix of the lead was damaged due to the corrosion seen. The system was expected to be returned. Should the products be returned analysis will be performed and this investigation will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem section.

Event description:
It was reported that during a follow up in march 2025 all parameters were within normal range when it comes to the device. A few days later the patient experienced recurrent syncope and presented to the emergency department. Programming checks revealed that the pace impedance measurements were low and out of range on the right ventricular (rv) lead channel which were identified as noise by the device. Repeated testing confirmed elevated thresholds as well on the rv lead. The device indicated remaining battery life of one year. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. The device and lead were both replaced. During the replacement the helix of the lead was damaged due to the corrosion seen. The system was expected to be returned. Should the products be returned analysis will be performed and this investigation will be updated. No additional adverse patient effects were reported.